Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness and presented to the hospital. Upon device interrogation, the right ventricular lead exhibited noise oversensing. It was noted that when the patient lifted their arm above their head, they would experience dizziness. Provocative arm movements lead to pacing inhibition. The patient presented on (B)(6) 2019 for lead revision procedure and the lead was replaced. The patient was stable post procedure. No further information was available.

Event description:
New information received on 01/21/2019 indicating that the right ventricular lead was capped and replaced on (B)(6) 2019.